Event description:
Customer reported she was hospitalized on november and early part of december. Customer stated that she experienced high blood glucose due to a possible stomach virus. Blood glucose value at the time of admission was 589 mg/dl. Her doctor has made adjustments to the insulin pump setting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.